Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can

Event description:
Related manufacturer reference number:2017865-2023-39054 it was reported that the right atrial lead exhibited noise. During the procedure, the physician noticed an abrasion on the right ventricular lead. Both leads were explanted and replaced. The patient was stable before during and after the procedure.